Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer treated the high result with 10 units of insulin although the consumer reported she did not feel like she's on the high side. She felt more like she was experiencing a low blood sugar and decided to have some juice and then the consumer took a nap. Two hrs later, the consumer's spouse called for medical intervention because the consumer was not responsive. The emts arrived and tested this consumer, getting a result of 23 mg/dl on their unk blood glucose meter. The emts administered an IV shot of dextrose 50m. The consumer declined to be transferred to the hosp. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.